Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Study coordinator reported via phone call that the customer received an error alarm on the insulin pump. It was stated that the error alarm was related to unexpected motor movement. It was stated that the customer confirmed the insulin pump was exposed to a magnetic field. Blood glucose at the time of the alarm is unknown. The customer had called before and was told her that it was due to the magnet in her purse. The customer was able to rewind and clear error. Troubleshooting could not be completed since the customer was not present with the insulin pump.